Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not returned as it was implanted; therefore, functional testing as well as physical analysis could not be performed. The reported event is anticipated in nature as per the product directions for use. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was published in the journal of interventional neurology, an article stating that two iatrogenic cervical ica dissections occured in a study of the subject flow diverter, one of which was treated with further flow diversion from unknown manufacturer. The other ica dissection was missed at the time of the procedure and resulted in the occlusion of the vessel. No further information is available.